Event description:
It was reported that a spectrum pump constantly displayed the door not fully latched message. It was also reported there was no pt involvement.

Manufacturer narrative:
Baxter received and evaluated the device. The device was found out of spec with respect to the door not fully latched alarm, which was reproduced. The messaged were found to be caused by a failed upper latch switch on te upper auxiliary assembly. The failed upper auxiliary assembly was replaced.